Event description:
The bedside nurse (rn) was assessing an agitated patient. They noticed the blood pressure on the arterial (art) line slowly decreasing and waveform dampening. Upon checking the art line on the patient, they noticed blood coming out of the t-connector while the art line was intact at the catheter site which was sutured securely. The rn called out for help, neighboring rns notified the provider. The art line was removed to prevent further blood loss. Estimated 5ml blood loss. The hummi t-connector was retained for cns to assess. This institution has experienced past leaking t-connectors and subsequent medwatch report was submitted. This is a new occurrence. The leak was found to be at the same spot as the previous ones.